Event description:
"Reported as 'snapped hoist' by customer. On attending the facility, service engineer discovered that the bianca was being used with a maxi sky spreader bar. The spreader bar was attached to the bianca strap with a bianca pivot pin. Upon raising the pt, the pin came out and the spreader bar and pt fell. No injuries reported to the pt." Please refer MFR report number 9611530-2013-00105.